Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08 xxx inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The low battery alarm functions properly. Device was programmed and monitored for 2 days. No charge/battery anomaly, unexpected battery power loss anomaly, unexpected low battery alarm, unexpected off no power alarm or blank display anomaly noted. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then device delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. No drive or motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device had intermittent button response and alarm button error due to flattened dome switch. During visual inspection, the keypad connector on the lcd board was found locked properly. No broken off piece noted on the pump case. No damage noted on the original battery cap. Device had cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and cracked case at display window corner. Device was received without the original belt clip. Unable to verify damage to the belt clip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that up and down arrow button of insulin pump was stick and also skip numbers. Customer stated that belt clip was broken and there was crack above it. Customer stated that there was no low battery alert and insulin pump makes grinding noise during rewind. Customer also stated that when priming that time motor speeds up and slow down and also irregularities in motor speed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.